Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced an elevated blood glucose (bg) level in the 300's mg/dl and ketones not considered life threatening. Due to the bg levels and ketones, the customer went to the emergency room (ER) and received fluids as treatment. The customer was released from the ER a couple hours later.